Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported patient had a wound at their cervical incision. Incision was washed out and closed back up. Therapy restored post op.

Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 where the system was explanted due wound not healing.